Manufacturer narrative:
Examination of the returned device confirms the reported event of a disassociated balseal on the smaller post of the trial. The damaged balseal was returned for evaluation. (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Doctor removed trial insert using the trial extractor handle in the attune set. I noticed the handle was used upside down. The extraction handle was placed between shim and the articulating trial and force was used to try and remove the insert trial construct. As a result, the ball seal spring came off the trial insert. The ball seal was noticed and retrieved.